Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller called back and reported that nothing has changed with their bladder and they are going every 10 minutes and wetting all over themselves. Caller reported that when they started the session today it was at .1, when it had previously been around 2ma. Caller reported that they did not change the program. Caller had increased to 3.5 and was feeling the stimulation. Agent walked caller through powering stimulation back down and back on and confirmed it was still at 3.5ma. Caller believed that they were only getting stimulation during a session with the pt programmer. Agent explained that stimulation is happening continuously. Caller again expressed dissatisfaction with the rep. Caller expressed having so many things to keep charged. Caller reviewed that they have been told different ways to power up and back down and that adds to their confusion. Agent reviewed with caller to see how they do at this setting and call back if needed and we can help walk through changing programs.

Event description:
The patient called back and reiterated that the device was not working for their symptoms. They stated it has never worked for their symptoms and that it was awful because every time they would hear water, they would start peeing. The patient stated it was "water all the time" and they couldn't leave the house. The patient stated their quality of life was really bad. Patient services asked the patient if they had reached out to their managing health care provider (hcp) about their concerns and the patient stated they hadn't because they couldn't go to the hcp's office because they were afraid of the "circles everywhere." Patient services attempted to determine with the patient meant by "circles" but was unsure what the patient was talking about. The patient stated they couldn't think of the actual name of the "circles", but the circles were used instead of putting in streetlights and the patient was terrified of them and thought they were dangerous when driving so they no longer went to that hcp. Patient services offered to send the patient hcp listings, but the patient declined and stated their primary care physician had given them names of doctors to contact. Patient services reviewed programming considerations and device description/function with the patient and walked the patient through connecting to their settings. They had always been on program 3 since they were implanted and hadn't known about other programs. Their stimulation level was 3.5 v and the therapy was on. The patient opted to switch to program 5 and they increased the stimulation to a comfortable level in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made and stated they were going to call an hcp on monday and schedule an appointment to discuss their device/therapy concerns. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.